Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 25 mg/dl at its lowest) and glucose was consumed to address bg. Customer reported healthcare provider had changed the pump settings and was the cause of the low bg. Recommendation was made for the customer to discuss the setting with the healthcare provider.